Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery in a 62-year-old female for hemodynamic support in the setting of acute myocardial infarction with cardiogenic shock scai stage e. The device was placed to provide circulatory support during severe cardiac compromise. The purge solution consisted of d5w, and the device was initiated to provide mechanical circulatory assistance. During the course of support, a hematoma developed at the right groin access site. The reported patient experience included hematoma formation requiring blood transfusion and use of hemostasis measures, with device revision or replacement related to the access site. Access site bleeding and hematoma are recognized complications associated with large-bore femoral arterial access and may be influenced by anticoagulation therapy, vascular integrity, procedural manipulation, and the patient¿s critical clinical condition. A comprehensive review of the available information did not identify evidence suggesting that the device itself contributed to the reported event beyond the known risks associated with large-bore vascular access and mechanical circulatory support procedures. The patient survived.